Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's buttons were stuck, insulin was squirting out during prime, pump stopped mid-prime and had some physical wear-tear damage. Customer's blood glucose value was unknown. Customer declined to troubleshoot. Insulin pump will not be returned for analysis.